Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported via phone call that the act and up arrow buttons were not responsive. The customer's blood glucose was unknown at the time of incident. The caller stated that the buttons appeared to be depressed. The insulin pump will not be returned for analysis.